Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic episode while working as a delivery driver, treated it with a parfait, and subsequently experienced hyperglycemia; troubleshooting determined the low was likely overtreated, with glucose stabilizing and then trending down from 308 to 237. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included transient hyperglycemia without hospitalization or alarms. Investigation included user counseling on hypoglycemia treatment and follow-up to monitor glucose trend. Investigation of this case revealed that the event was consistent with user overcorrection of a low rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear but most consistent with use-related over-treatment of hypoglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.